Event description:
The manufacturer received information alleging a ventilator's airflow output was low. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's airflow output was low. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an alarm was observed in the device's downloaded event log indicating an obstruction occurred with the air intake. The therapy data was reviewed, and the tidal volume had decreased. No malfunction of the device was noted. The sensor should be calibrated preventatively to address the issue. The device was returned to the customer without repair per the customer's request.